Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was not detected on communication bus resulted in drawer failure which contained controlled substance medication. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket was defective. The field service engineer replaced the pocket and reloaded medicine to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.